Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed a "system files corrupted" error message on boot up. No pt injury was reported.